Event description:
This spontaneous case was reported by a nurse and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure (batch no. Cs000xz) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced fallopian tube disorder ("lateral tubes (anatomical issues)"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for fallopian tube disorder and medical device removal with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a nurse and describes the occurrence of medical device removal ("medical device removal") in a 28-year-old female patient who had essure (batch no. Cs000xz) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. Concurrent conditions included cervical polyp. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced fallopian tube disorder ("lateral tubes (anatomical issues)"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and fallopian tube disorder outcome was unknown. The reporter provided no causality assessment for fallopian tube disorder and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.